Manufacturer narrative:
(B)(4). Concomitant medical products: 00801803201 femoral head sterile product do not resterilize 12/14 taper 61990110, 00771101100 femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 11 standard offset 61966416, 00620205222 shell porous with cluster holes 52 mm 61977299. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient was revised due to corrosion, pain and wear. Attempts have been made and no further information has been provided.